Event description:
Since converting from non safety to safety on their procedure of drawing umbilical cord blood gases, they have had 6 needle sticks. Their slip tip syringe broke - they have to use arterial blood sample syringe 1 ml and when putting the needle onto the syringe the tip of the syringe breaks off. Also nurses have stuck themselves because of the "flimsy" needle.